Event description:
A malfunction alarm occurred before the situation was reported. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, which resolved the issue, and instructed the customer to continue using the pump but to report back if the malfunction code recurred.